Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during setup, the device had an issue with the return electrode monitoring alarm system . There was no allegation of patient death or serious injury.

Manufacturer narrative:
Additional information: evaluation summary: the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during setup, the device had an issue with the return electrode monitoring alarm system. There was no allegation of patient death or serious injury. New information received on (B)(4) 2017 from the sr. Technical engineer indicates that when the rem was tested, the rem signal remained green when it should be red.